Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a high out of range pace impedance measurement. The patient's right ventricular (rv) lead was a non-boston scientific product. Subsequently, this patient underwent a revision procedure and the lead was surgically capped and replaced. Additionally, this lead was part of an advisory population. No adverse patient effects were reported.